Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07. The 510k number provided is for the domestic similar product. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Feedback suggests that while disconnecting the syringe from the connector blood spattered. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Event description:
Feedback suggests that while disconnecting the syringe from the connector blood spattered. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of max-zero spitting was confirmed. Visual inspection of the concomitant set noted no damage or any anomalies. Functional testing confirmed leaking from the maxzero component following a quick disconnection. The root cause of the customer¿s report was not confirmed. The suspect max-zero was not returned for investigation.